Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an insulation damaged presented by cautery when opening the pocket. Another lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. The observed damage is not deemed to indicate a product defect or malfunction. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the problem.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an insulation damaged presented by cautery when opening the pocket. Another lead was implanted. No additional adverse patient effects were reported.